Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A us customer alleged that a patient sample generated a false positive result for flu a and sars-cov-2 with the cobas® sars-cov-2 and influenza a/b test, lot 01008y. The alleged sample was a nasopharyngeal sample collected with remel microtest m4rt media, 3ml. On (B)(6) 2021 the sample (sample 1; run #716) generated the following result: sars-cov-2 detected, influenza a detected, and influenza b not detected. The same sample was immediately repeated on another liat analyzer and a not detected result was generated for all three targets. Results for this patient were reported as negative and no harm was alleged. Through the investigation, two additional samples were identified to have generated potential false positive results with lot 01116z. Sample 2 (run #690) was found to have generated a potential false-positive result for flu b and sample 3 (run #694) generated a potential false positive for sars-cov-2. The customer was informed of the potential false-positive results generated for run #690 and run #694. The sample for run #690, which generated a positive result for flu b, was repeated on another instrument and the repeat test was negative and reported as negative. For run #694, which generated a positive result for sars-cov-2, the sample was not repeated and the positive result was reported to the clinician. No harm was indicated for either patient. Three mdrs will be submitted, one for each patient sample, per FDA guidance.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4)